Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint-handling database could not be conducted because the lot number was not provided. Based on the review, no product deficiency was identified.

Event description:
It was reported that during the procedure in an unspecified vessel, a hi-torque extra sport 300 guide wire was advanced. Pre-dilatation was performed successfully using a non-abbott inflation device. A 3.5x12 otw xience v stent delivery system was advanced to the target lesion and an attempt was made to inflate the balloon using the same inflation device. No contrast was seen entering the balloon. The stent delivery system was removed from the anatomy with the stent securely attached to the balloon. The physician stated that there was no leaking of the balloon, rather there may have been an obstruction within the catheter that prevented contrast from entering the balloon. The patient was treated successfully using a non-abbott stent. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.